Event description:
The patient was undergoing a thrombectomy procedure in the right internal carotid artery (ica) using a penumbra system ace 68 reperfusion catheter (ace68) and a non-penumbra sheath. During the procedure, the physician experienced resistance while advancing the ace68 through the sheath. It was reported that the physician made several attempts to advance the ace68 through the sheath but the attempts were unsuccessful. Therefore, the ace68 was removed. Upon removal, the physician noticed that the ace68 was fractured approximately 20 centimeters from the distal end. The procedure was completed using a new ace68 and the same non-penumbra sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Please note that the following section was updated on this follow-up #01 MFR report 3005168196-2022-00107: 1. Section b. Box 5. Describe event or problem evaluation of the returned ace68 revealed that the catheter was stretched. This is likely the reported fracture near the distal end. If the ace68 is manipulated against resistance during use, damage such as stretching may occur. Further evaluation revealed kinks in the catheter shaft. This damage was incidental to the reported complaint and may have occurred during packaging. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Note: based on the investigation findings, this is not considered a reportable event. This event did not and, if it were to recur, it would not cause or contribute to serious deterioration or death. H3 other text : placeholder

Event description:
The patient was undergoing a thrombectomy procedure in the right internal carotid artery (ica) using a penumbra system ace 68 reperfusion catheter (ace68) and a non-penumbra sheath. During the procedure, the physician experienced resistance while advancing the ace68 through the sheath. It was reported that the physician made several attempts to advance the ace68 through the sheath but the attempts were unsuccessful. Therefore, the ace68 was removed. Upon removal, the physician noticed that the ace68 was stretched approximately 20 centimeters from the distal end. The procedure was completed using a new ace68 and the same non-penumbra sheath. There was no report of an adverse effect to the patient.